Manufacturer narrative:
On(B)(4) 2014 an ocd field engineer (fe) arrived at the customer site and replaced the syringe. The fe verified the reader camera adjustment and inspected the handler. The fe cleaned the area around the reader camera position and diffuser plate. The customer ran and accepted qc. Repairs have returned this instrument to expected operation. (B)(4).

Event description:
The customer reports a patient sample tested negative on the provue that was a positive 1+ in manual gel in the antibody screen test. The sample was later identified as having anti-kell. No erroneous results were reported.